Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that blade fell apart while surgeon was using the item stated that the metal coiled off. There was no known patient impact.